Event description:
It was reported that the low voltage shock impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system has increased since implant. The last impedance measurement was 160 ohms, and the patient was reported to have gained weight since device implant. The impedance measurements remain within range. An x-ray was obtained, and fatty tissue appears to be surrounding the electrode. Technical services (ts) provided troubleshooting recommendations. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information provided from the field indicated the patient came in for product testing and was hospitalized. A 10 joule commanded shock was successfully, with in-range shock impedance measurements of 170 ohms. A revision procedure will be planned to replace the s-ICD system in the future. For now, the s-ICD system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.